Manufacturer narrative:
The customer reported getting a leads of message during pacing which could prevent the delivery of therapy. The customer reported that both devices were checked with a ECG simulator and found to be fully functional. Philips evaluated the event file and found evidence of noise, motion artifact, and poor pt to electrode contact. There were frequent leads on leads off messages. Demand mode pacing was started, but stopped due to the leads off condition. The device was working to specification. This is consistent with a user error where the user did not resolve the poor leads ECG quality and did not switch to fixed mode pacing.

Event description:
The customer reported getting a leads off message during pacing which could prevent the delivery of therapy. The customer reported that both devices were checked with a ECG simulator and found to be fully functional.